Manufacturer narrative:
Hill-rom technician suggested to adjust the brake casters. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2007 and 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the shop at the account. There was no pt/user injury reported. (B)(4).